Event description:
Pdc received a call on (B)(4) 2013 reporting a medical intervention that occurred on (B)(6) 2013 at 4:31 am. Pt's husband ((B)(6)) called in stating he woke and found his wife ((B)(6)) sitting in the kitchen unresponsive and clammy to the touch. Prodigy meter reading at the time of the event was 298mg/dl. ((B)(6)) stated that while waiting for paramedics ((B)(6)) was given 2 glucose tablets, a regular soda and 1 slice of bread with peanut butter and honey. Paramedics arrived and performed glucose test with their meter with results of 97 mg/dl. Thirty to forty minutes passed between initial testing with prodigy and paramedics meter at emergency room, ((B)(6)) only recalled pt being hooked up to unk IV. No other info regarding blood testing at emergency room was available from (B)(6). Stay in emergency room was 1 hour. Pdc sent replacement and prepaid envelope requesting return of suspect device.